Event description:
It was reported that the device locked-up while conducting a cardiac transport. The device was in use for monitoring purposes and the failure did not have any adverse effects on the pt.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system/memory pcb assemblies at the failure analysis center and determined the cause of the failure to be a loose connection between the j2 connector on the memory pcb and the j3 connector on the system pcb.